Event description:
It was reported that the protection piece of the led came off the suction tube, 2.7mm right posterior fossa after the successful completion of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event that the protection piece on the eye came off was confirmed through the visual inspection. During the device evaluation it was not possible to determine the cause of the broken led lens. The device was not returned to the user facility as it was not repairable.

Event description:
It was reported that the protection piece of the led came off the suction tube, 2.7mm right posterior fossa after the successful completion of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.